Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. The lead was initially repositioned, but replaced four days later.